Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the battery will not charge. No patient or user involvement was reported.

Manufacturer narrative:
Additional information was received from the health care provider (hcp) via a manufacturer representative on 2018-mar-15 reporting that the issues of high impedances and stimulation issues were assumed to be due to the wire break. The cause of the wire break was undetermined. The hcp thought it may have been the way they were placed and anchored along with the location of the entry site. It was a very positional area with a lot of range of motion. The hcp declined turning the leads back in for analysis. No further complications were reported.

Manufacturer narrative:
A supplemental report for failure analysis info: one heartstart mrx battery was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this heartstart mrx battery. Philips cannot rule out a malfunction of the heartstart mrx battery at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. .